Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a dimensional verification and a visual inspection of the returned device was conducted during the investigation. The customer returned one unlocked 7.0fr mac-loc catheter in used condition with biological matter present on the device. The device was returned with the mac-loc in the unlocked position. The blue adapter was included with the device and was inserted into the proximal hub. No surface damage was noted to the device. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure, however, the catheter tubing was noted to be able to freely rotate within the cap. This indicates that the flare was not fully secured. Upon removal of the connector cap, the suture string was found to be normal in the threads. The flare appeared lopsided, but due to compression if the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the device was not made to specifications. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. There were no relevant nonconformances for lot number 8876828. There was one nonconformance found in the catheter shaft subassembly lot sa8775161 that was not relevant to this failure mode. The mac-loc hub subassembly lot sa8755767 had one relevant nonconformance for a device with a failed leak test and three nonconforming pieces were subsequently scrapped. It should be noted that there were no other complaints reported for this lot number or similar device lots. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive cause could not be established. Possible causes have been attributed to the suture presence in the threads of the cap/adapter assembly causing interference with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured from improper threading technique although these factors have not been confirmed. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the complaint device was placed in the patient's bile duct for a ptcd procedure. Soon after, leakage was confirmed at the connection between the hub and the catheter. The device was then replaced and the procedure was completed successfully. As reported, the patient did not experience any adverse effects.